Event description:
It was reported that the user¿s dexcom g6 cgm failed to pair with the ilet, resulting in no glucose readings until the agent guided the user to toggle sensor type and reconnect using the four-digit code, after which pairing was successful and readings resumed; during the event the user experienced hyperglycemia with a reported peak of 204 mg/dl for approximately 30 minutes, no alerts for prolonged hyperglycemia occurred, and no back-up therapy, ketone testing, medical intervention, or assistance was used. Symptoms included none reported. Outcomes included no clinical impact and no need for medical care. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed that reconnecting and completing the pairing process restored function and the ilet displayed glucose values with the user¿s glucose trending down after resolution. It was concluded that the issue was related to pairing failure between the cgm and the ilet and was resolved through troubleshooting without device replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.